Event description:
True/lok frame was applied on the patient's limb. Patient was instructed to adjust (turn) the telescopic distractor in order to achieve a gradual distraction of the limb. While still in the hospital, patient turned the distractor two times before it jammed up. The doctor noted a minimal displacement of the treatment site (no manipulation required) and replaced the distractor with another from their inventory. The patient continued treatment with the true/lok frame. Doctor reported that the drive bushing of the telescopic distractor was mis-marked (reversed) causing the patient to turn the distractor in the wrong direction.